Manufacturer narrative:
The exposed portion of the soft cannula was found to have tears and cause a leakage. Fluid was observed exiting the tears. It could not be determined when the tears occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 306 mg/dl while wearing the pod for approximately 12 hours. Insulin leakage was observed at the infusion site. As treatment, a new pod was applied. Investigation of the pod found a tear in the exposed portion of the soft cannula. The device was originally reported for insulin leakage during wear.